Event description:
On 12/23/1999, the facility's stem cell transplant practitioner informed the MFR's sales representative of the following: immediately following stem cell re-infusion, the pt's device dressing was found to be wet. Upon removing a dressing, liquid was observed to be leaking from the catheter wall proximal to the y-connection. The leak was observed at a rate consistent with the rate of infusion of the IV fluids via the red port (arterial lumen). No repair kit is available for this portion of the line. The device was returned to the MFR for analysis. No further details were provided.